Event description:
Reference number (B)(4). Event occurred in new zealand, it was reported that the patient experienced a severe hypoglycemic event that occurred on the previous night, (B)(6) 2024. The patient had miscalculated his carbohydrate intake and overdosed on insulin, resulting in him being transported by ambulance to the emergency department. The patient stayed overnight for monitoring and was discharged the next day around 4 pm. He had been using an insulin pump but was not using a sensor at the time of the event. The patient could not recall his blood glucose value at the time of admission and did not provide specific details about his self-management of the low blood sugar before emergency services were called. No further information available

Manufacturer narrative:
E1: patient city: (B)(6) patient country: new zealand h11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.